Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the receiving process at stryker escs bv in venlo it was noticed that the item packaging is damaged/ squeezed. The shipping box was still intact.

Manufacturer narrative:
The reported incident that volar smartlock distal radius plate, narrow, left,short, 9 holes was alleged of issue s-140 (manufacturing/shipping related) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The carton present a slight deformation due to compression forces, which did not lead either to the box or to the nylons complete breakage. Most likely the case occurred due to a handling issue during packaging and/or shipping. For this reason it will be addressed to customer service. If any further information is provided, the investigation report will be updated.

Event description:
During the receiving process at stryker (B)(4) it was noticed that the item packaging is damaged/ squeezed. The shipping box was still intact.